Event description:
This is the third report from the same facility involving a limitorr volume limiting external ventricular drainage 20 ml tubing, which easily pulled apart during a test. There was no pt involvement.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.